Event description:
This report is to advise of an event observed during analysis confirming burned components inside of the printed circuit board. The customer reported that the unit flickered on and off.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed burned components inside of the printed circuit board (pcb). This internal burning may have been a result from an electrical over surge. A test pcb and compact flash were used for testing. No software malfunctions, errors, warnings, or anomalies were observed during unit bootup or during handheld touch screen commands. The nit passed all portions of the diagnostic test using the known good pcb and compact flash. The reported issue with the device powering on and off intermittently was confirmed. The root cause was determined to be due to the pcb.